Event description:
The patient was reportedly implanted with a ethicon gynecare tvt with abdominal guides (810041a) and a biodesign 4-layer tissue graft on (B)(6) 2012 at (B)(6) hospital in (B)(6) by dr. (B)(6), respectively. The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Concomitant medical products: ethicon gynecare tvt with abdominal guides (810041a): (B)(6) 2012. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a ethicon gynecare tvt with abdominal guides (810041a) and a biodesign 4-layer tissue graft on (B)(6) 2012 at (B)(6) hospital in (B)(6) by dr. (B)(6) and dr. (B)(6), respectively. The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.